Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the sterile package of the optapro balloon had compromised sterility. There are no patient, vessel or lesion details available. The box of the opta pro 7x6 110cm was opened in cath lab and it was noticed that the package containing the sterile product was not sealed and was open. There was no report of injury for the patient. A non sterile opta pro 7mmx6cm, 110cm was received inside of its original pouch and it was received inside in another pouch, the original pouch presented evidence to be opened in the wrapping seal area (chevron seal), this wrapping seal is performed by the supplier and it presents evidence of sealing process, in addition the seal does not present any evidence of channels, particles or other anomaly that can compromise the supplier sealed. No other anomaly was observed on the received unit. The pouch sealing process performed at cdm site does not present any anomaly. The supplier weight seal was measured and the obtained values for the seals chevron and both sides were 6.0 mm, the specification for the sealing is 4.0 mm minimum per drawings spec 1532127 rev 003 and e7113000 rev 3. In addition an attempt was tried to perform the pouch pull test to the received pouch; however this test could not be done due to pouch sealing conditions. As part of the investigation for the received complaint, during 2010 it was implemented a mistake proofing in the pouch sealing process in order to have (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per pta catheter troubleshooting matrix, if the failure is related to seal performed at supplier, it has to be extended the DHR to receiving inspection, it was not found any discrepancy in the report performed in (B)(6) 2009, the pouch with part number 1532127 and lot number 0202090060 was inspected at cordis (B)(4) per drawings specification (B)(4) and it was approved and released without any non conformances. The seal open failure reported by the customer was not confirmed. The exact cause of the damage on the chevron seal of the pouch, which caused the seal open failure, could not be conclusively determined. A 100% visual inspection is in place to inspect if there is an issue or damages in the pouch sealing before the product leaves the facility. Action taken: no corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process. The reported failure was confirmed; however, the failure does not appear to be related to the manufacturing process. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information does not suggest what other factors may have contributed to the confirmed event.

Event description:
The box of the opta pro 7x6 110cm was opened in cath lab and it was noticed that the package containing the sterile product was not sealed and was open.

Manufacturer narrative:
Please note that the product analysis was revised. The conclusion remains the same. A non sterile opta pro 7mmx6cm, 110cm was received inside of its original pouch and it was received inside in another pouch, the original pouch presented evidence to be opened in the wrapping seal area (chevron seal), this wrapping seal is performed by the supplier and it presents evidence of sealing process, in addition the seal does not present any evidence of channels, particles or other anomaly that can compromise the supplier sealed. No other anomaly was observed on the received unit. The pouch sealing process performed at (B)(4) site does not present any anomaly. The supplier weight seal was measured and the obtained values for the seals chevron and both sides were 6.0 mm, the specification for the sealing is 4.0 mm minimum per drawings (B)(4). In addition an attempt was tried to perform the pouch pull test to the received pouch; however this test could not be done due to pouch sealing conditions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per pta catheter troubleshooting matrix, if the failure is related to seal performed at supplier, it has to be extended the DHR to receiving inspection, it was not found any discrepancy in the report performed in (B)(6) 2009, the pouch with part number (B)(4) and lot number 0202090060 was inspected at cordis (B)(4) per drawings specification (B)(4) and it was approved and released without any non conformances. The seal open failure reported by the customer was confirmed; however the exact cause of the damage on the chevron seal of the pouch, which caused the seal open failure, could not be conclusively determined. A 100% visual inspection is in place to inspect if there is an issue or damages in the pouch sealing before the product leaves the facility. Action taken: no corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process.